Manufacturer narrative:
The complaint device was received and evaluated. Visual observation revealed that the more distal o-ring within the inner shaft, that holds the body tight in place, was missing, confirming this complaint. Additionally, the device looks heavily worn with scratches and markings covering the distal tip, faded laser etched lines, and a chipped distal tip. It cannot be determined how the o-ring was lost but it is possible that it was lost during cleaning at the facility where the device would have been disassembled. Further, a review into the mitek complaints system revealed no other complaints for this serial number that was released to distribution. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The sales rep reported that the o-ring on the customer's inflow/outflow sheath stryker was cracked and came off in the patient's joint space during a knee repair. The surgeon easily retrieved the device by sucking it out with the shaver. The surgeon completed the procedure with the device leaking with no patient consequences. There was a 5 minute delay.